Manufacturer narrative:
This report is submitted on january 18, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site which was treated with antibiotics (oral and topical).